Manufacturer narrative:
It was reported that the surgeon discovered in a post-op x-ray that the tibial tray had lifted off posteriorly. Revision surgery is planned to address the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon discovered in a post-op x-ray that the tibial tray had lifted off posteriorly. Revision surgery is planned to address the issue.